Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump stuttered and came to a stop and the controller display went dark during priming. A breaker was also triggered. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative found evidence of fluid in the pump head and determined that the pump required return to sorin group (B)(4) for additional investigation and repair. A loaner pump was provided to the customer and a functional test was successfully completed without issue. Visual inspection of the pump at sorin group (B)(4) identified dried fluid present on the external housing, inside the pump and on the motor controller board microprocessor. Dried fluid on the microprocessor can cause electrical interferences, which can lead to the reported issue. A test run was performed at different speeds and configurations and the reported error was not reproduced. The customer is deciding if they will replace the pump or not, as a repair of the fluid damaged components has been determined to be too costly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. This case is considered as isolated issue. Sorin group deutschland will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump stuttered and came to a stop and the controller display went dark during priming. A breaker was also triggered. There was no patient involvement.